Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user had an inaccurate reference.

Event description:
Nurse complains of high results. Nurse states that patient was found unconscious after insulin was administered and ems was contacted. The customer's expected blood results are 175-225mg/dl fasting. Verified test strips expire 09/14/2018. Confirmed customer's test strips are being stored properly and opened vial date 11/18/2015 reviewed meter memory: (B)(6). Memory concerns:97mg/dl. Customer is concerned with: meter to meter comparison (B)(6). Customer at an assisted living facility was found by her nurses unconscious after receiving insulin, as her meter read her glucose levels high enough to need insulin at the time. Nurses then took her glucose levels at the time they found patient unconscious and trueresult meter read 97 mg/dl; when e.m.s arrived within 2 minutes and ran a blood glucose test with their meter, customer's glucose levels read 25 mg/dl. Patient is now stable at the hospital with normal glucose levels but nurse believes meter is still reading much higher than it should be. Trueresult meter read 97 mg/dl; when e.m.s arrived within 2 minutes and ran a blood glucose test with their meter, customer's glucose levels read 25 mg/dl.